Event description:
I did the surgery essure and a year later, I start with an increased of blood in my period and also the duration of 7 days and severe pain. I start with anemia, I gain weight and alopecia. I also had physical tiredness for several years. Then, the pain was so strong during the menstruation that I start with fever. I went to the gynecologist and they did an ultrasound trans vaginal and they found out a tumor on the left ovary. The gynecologist couldn't see the right ovary because I also had a tumor on the right. They also did a tac total abdominal contrasted. After this may did a hysterectomy surgery and took my ovaries out and also they took out my appendix. Because of this I need to take hormones with an undefined time, vitamins and calcium and I start premenopausal at my age of (B)(6). Dates of use: (B)(6) 2009 - (B)(6) 2014. Diagnosis or reason for use: a permanent birth control procedure.